Event description:
Pt believes he is reacting to the spermicide. Pt used 1 condom 3/20 pm and 3/21 am. Pt reports very severe burning at the urethral opening on urination, redness and induration of approx 2-3 ml around tip. No blood or discharge seen. Pt indicated a similar but much less severe response occurred with the same product about 1 year ago.